Event description:
Pt admitted to a&e chest pain, st changes on ambulance ECG. No st changes on 12 lead ECG via intellivue monitor, pt not treated - and then arrested.

Manufacturer narrative:
The users failed to discharge the previous pt when they began to monitor this pt. The clinicians monitored 12-lead ECG, but looked at the previous pt's ECG and missed that there were st abnormalities for this pt. The pt was not treated for incipient mi and the pt did arrest. The failure to take any normal and usual steps to segregate pt data will be considered as a factor in not being aware of a need for treatment for this pt until the condition progressed to the need for emergent care. Philips is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.